Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis; however, the instrument review has yet not been completed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument jaws wouldn't open after first use. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. Testing on an in-house system showed that the instrument passed recognition and engagement tests, moved intuitively with a full range of motion in all directions, and the grip tips opened and closed properly. The instrument was fully functional, and no product issues were identified.

Event description:
Refer to h11 for follow-up information.